Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedded to the wall of ivc (inferior vena cava) and multiple failed retrieval attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2007; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the tilt has not been reported at this time. Patient, technique or procedural factors during the attempted retrieval may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedded to the wall of ivc (inferior vena cava) and multiple failed retrieval attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter due to bleeding complications the patient endured while on anticoagulant therapy to treat a pulmonary embolism. During placement of the ivc filter via right internal jugular vein, the filter was deployed at l3 with no complications. A completion venogram was performed and the filter appeared to be in proper alignment with good vena caval wall apposition. Approximately one month and seven days post implantation of the filter, an attempted but unsuccessful percutaneous removal procedure was made via the right common femoral vein with no complications and the patient tolerated the procedure well. Initial venography performed during attempted removal demonstrated normal ivc anatomy and infrarenal position of the filter without evidence of occlusive thrombus in the ivc. Follow up venography after attempts at retrieval demonstrated extensive thrombus along the inferior margin of the filter. At this discovery, the procedure was then terminated. Approximately two weeks late, a second attempted but unsuccessful percutaneous removal procedure was made via the left common femoral vein. An initial inferior vena cavagram performed during the second attempted removal of the filter demonstrated an infrarenal position of the filter just above the bifurcation at the common iliac veins. There is an extreme anterior position of the inferior hook of the filter that appears to be partially embedded with the wall. During one of the multiple unsuccessful attempts at snaring the ivc filter under fluoroscopic guidance an approximately 2 mm radioque metallic band from the distal margin of the 15 cm snare sheath was dislodged with embolus to the right lung. The patient experienced no symptomatology during this event. A follow up venogram demonstrated a non-occlusive clot in the ivc and left common iliac vein. According to the information received in the patient profile from (ppf), the patient became aware of the allege event approximately on or about one month and seven days post implantation of ivc filter. The patient reports to suffer from blood clots, clotting, and occlusion of the ivc. The patient also reports to have the filter embedded in the wall of the ivc and unable to be retrieved. The patient reports to have had two attempted but unsuccessful percutaneous removal procedures, one being approximately one month and seven days post implantation and the second attempt approximately one month and twenty-one days. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the ivc filter due to bleeding complications while on anticoagulant therapy to treat a pulmonary embolism. During placement of the ivc filter via right internal jugular vein, the filter was deployed at l3 with no complications. A completion venogram was performed and the filter appeared to be in proper alignment with good vena caval wall apposition. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedded to wall of ivc and multiple failed retrieval attempts. Approximately one month and seven days post implantation of the filter, an unsuccessful percutaneous removal procedure was done with no complications and the patient tolerated the procedure well. Initial venography performed during attempted removal demonstrated normal ivc anatomy and infrarenal position of the filter without evidence of occlusive thrombus in the ivc. Follow up venography after attempts at retrieval demonstrated extensive thrombus along the inferior margin of the filter. At this discovery, the procedure was then terminated. Approximately two weeks later, a second unsuccessful percutaneous removal procedure was made via the left common femoral vein. An initial inferior vena cavagram performed during the second attempted removal of the filter demonstrated an infrarenal position of the filter just above the bifurcation at the common iliac veins. There is an extreme anterior position of the inferior hook of the filter that appears to be partially embedded with the wall. During one of the unsuccessful attempts to snare the ivc filter under fluoroscopic guidance an approximately 2 mm radiopaque metallic band from the distal margin of the 15 cm snare sheath was dislodged with embolus to the right lung. The patient experienced no symptomatology during this event. A follow up venogram demonstrated a non-occlusive clot in the ivc and left common iliac vein. According to the information received in the patient profile from (ppf), the patient became aware of the event approximately one month and seven days post implantation of ivc filter. The patient reports to suffer from blood clots, clotting, and occlusion of the ivc. The patient also reports to have the filter embedded in the wall of the ivc and unable to be retrieved. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.